Event description:
It was reported that during an unknown procedure, the devices fired two clips at the same time one was partially formed and the other was not formed and fell out during the initial firing of both devices. The clips were retrieved. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.